Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the ¿up arrow¿ button was not responding properly. Reporter stated that the ¿up arrow¿ button required multiple hard presses in order to respond. Reporter acknowledged that the keypad was intact and there was no damage to the pump casing. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.